Event description:
Customer reported the system shuts down after 30 minutes of usage. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the system, no details on repair are available. System operates as intended.